Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6007744 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of reference samples buid-umd version 11 for the code "tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched)." Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instruction version 75 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction version 102 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction version 44 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted[?]resulting in the following: - the lot 6007744 was manufactured according to the[?]document 4905082 version 72 on the packing process in the line inset 6, on 22/jun/2024, with a total of (B)(4) units. - review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code "tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched)." And lot 6007744 and no other one complaint has been registered in trackwise since the last 12 months. [?] Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (omqr) procedure

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported by the patient that infusion set tube was kinked. No further information was available

Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.